Event description:
It was reported through follow up with the physician office that there was a "dramatic drop in right ventricular (rv) lead sensing." There was reported t-wave oversensing and undersensing. The atrial lead showed oversensing and undersensing as well. The patient was put on a "life vest" and sent home. One week later, both leads were removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.